Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforation of the lead was suspected due to pericardial effusion. The lead was extracted, and a new lead was implanted in the septum. No further patient complications have been reported as a result of this event.